Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance on the leads. The patient underwent a lead replacement procedure and was doing well with good coverage. The explanted leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial:(B)(6). Batch: 5129906.